Event description:
It was reported that the connection part of the sheath, between the handle and the body, did not stand during splitting.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. One of the white tabs detached from the sheath. The sheath material exhibited plastic deformation and a tear where it was attached to the tab. An impression was visible in the sheath material where the tab was attached. A chr was not completed since the lot information was not provided by the complainant.